Manufacturer narrative:
(B)(4). J201 cuvette lot# h2jpt067. Method code: actual device evaluated (instrument). Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. Result: complaint was not confirmed through the instrument evaluation. Itc has requested all data required for form 3500a.

Event description:
Pt 1 of 2. Healthcare professional reports pt/inr result higher than reference with the hemochron signature elite microcoagulation sys. Pt/inr test performed on the elite generated result of inr >10. Sample was sent to the reference laboratory and result was 2.9 inr. Elite passed liquid quality control successfully. Pt's therapeutic range: 2.0-3.0 inr. No adverse events were reported. Pt 2: filed on MFR report # 2248721-2013-00007.